Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultramini meter read inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation and information obtained in a follow up call made on behalf of medical surveillance. The reporter stated that the issue has been occurring ¿since the patient started using the meter¿ however could not specify what results were obtained. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages his diabetes by self-adjusting his insulin doses and ¿used more insulin¿ in response to the allegedly high results. The reporter stated that an unspecified time after the issue occurred the patient developed symptoms of ¿dizzy and weak¿ and ¿one month¿ prior to contacting lfs the patient was hospitalized for four days, however the reporter could not detail what treatment the patient received whilst in hospital. During follow-up the reporter stated that upon discharge the patient had his insulin dose decreased from ¿four times daily to twice daily¿. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired or been stored incorrectly. The product was replaced and requested for return. This complaint is being reported because the patient received medical intervention from a healthcare professional after the alleged product issue began.